Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient's spinal cord stimulation (scs) was not working as intended. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.